Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR report#: 2134265-2018-00105. It was reported that post a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2016, the index procedure was performed. The first target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 8 mm long with reference vessel diameter of 2.75 mm. It was treated with direct placement of a 2.75 x 12 mm study stent with 0% residual stenosis. The second target lesion was located in the mid right coronary artery (mid rca) with 70% stenosis and was 20 mm long with reference vessel diameter of 4.0 mm. It was treated with pre-dilatation and placement of a 4.00x24 mm and 4.00x16 mm study stents with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy 12 days later. In (B)(6) 2017, the patient came for an elective follow-up after the transcatheter aortic valve implantation (tavi) procedure performed in (B)(6) 2016. The patient denied angina pectoris symptoms, syncope or dyspnea. The next day the patient was hospitalized with the initial diagnosis of high grade reduced systolic left-ventricular function and subsequently, the patient was referred for cardiac catheterization. The following day 80% in-stent restenosis from proximal to mid rca was treated with balloon angioplasty and placement of a 4.00 x 18mm non-bsc drug eluting stent. Following post dilatation 0% residual stenosis and timi 3 flow were noted. The patient was discharged on dual antiplatelet therapy two days later.